Event description:
The caregiver forgot to fix the legs with the strap. During the lifting the resident tried to get out of the lifter. The resident took their hands off the handles and fell. Resident suffered a humeral fracture.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.